Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. Review of the submitted log files revealed a driveline communication fault alarm. The account reported that the alarm resolved following the controller and modular cable exchange (refer to the controller and modular cable investigations under MFR. Report #s 2916596-2024-05006 and 2916596-2024-05007). No other notable events or alarms were captured. The pump appeared to function as intended at the fixed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, document 10006136, rev. D are currently available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the system controller and modular cable were exchanged. The exchanges resolved the driveline communication fault alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log file analysis captured driveline communication faults starting on 16jun2024.